Manufacturer narrative:
Device available for evaluation: yes. Returned to manufacturer on: 10/26/2015. Device returned to manufacturer: yes. The intraocular lens (iol) was returned to the manufacturing site for investigation. Visual inspection using a microscope at 12x magnification shows the lens identified as a tecnis multifocal acrylic one-piece iol because of the type of haptics and the presence of a diffractive ring pattern on the optic. It can be seen the lens is cut in pieces, most probably to make explant possible. Considering the condition of the returned lens, additional analysis was not possible. The complaint could not be confirmed. A review of the manufacturing records was performed for the intraocular lens. The product was manufactured according to specification. Results of the optical measurement performed at final inspection were reviewed. The in-line optical inspection data showed that the lens was within specification in terms of optical power. A search on complaints revealed that no other complaints for this production order were received to date. During the manufacturing record review for this serial number, no non-conformances or assignable cause were identified. The documentation showed that the production order was manufactured according to specifications. The lens met specification prior to release. Labeling review: directions for use (dfu) was reviewed. The dfu lists some visual effects associated with multifocal iols may be expected because of the superposition of focused and unfocused images. These may include a perception of halos or glare around lights under nighttime conditions. It is expected that, in a small percentage of patients, the observation of such phenomena will be annoying and may be perceived as a hindrance, particularly in low illumination conditions. On rare occasions these visual effects may be significant enough that the patient will request removal of the multifocal iol. The dfu adequately provides precautions and instructions for the proper use and handling of the intraocular lenses. All pertinent information available to abbott medical optics has been submitted.

Manufacturer narrative:
(B)(4). All pertinent information available to abbott medical optics has been submitted.

Event description:
It was reported that the intraocular lens (iol) was explanted in a secondary procedure from the patient's left eye as the patient was having trouble with their vision, had halos and starbursts, vision was not crisp; having multifocal complications. The lens was replaced with a non amo lens, the same power, 21.0. The patient was doing well post op. No further information was provided.